Event description:
Patient was revised to address an lps hinged tibial insert stem that broke approximately 1" below the distal bearing surface. According to the surgeon, there was no traumatic event involved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.